Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was not working well and they experienced hyperglycemia. The customer reported that they have high blood glucose levels of 27.1 mmol/l. The customer stated that they feel very thirsty. The customer reported that they treated for high blood glucose through exercising. The customer stated that the insulin pump may have been under delivering the insulin. Troubleshooting was performed. The customer was unable to describe the damage on the driver support cap. The customer reported that the insulin exited at the quick release. It was reported that the insulin pump was stuck at the fill tubing screen. The customer reported that the cannula was straight. The customer reported that basal rates were programmed correctly. The insulin pump was not responding. The customer was advised to replace out the insulin pump. Insulin pump is expected to return for analysis. Additional device related incident: infusion set (308556272).